Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of noise were observed on both the right ventricular and right atrial leads. The patient is not pacing dependent and was asymptomatic to the event. The physician elected to take no action and will continue to monitor the patient remotely via home monitoring. The patient was in stable condition.